Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a fading sensation and a loss of therapeutic effect which started about 3 weeks ago. Specifically, that pt would increase the stimulation at which time he felt the stimulation and then it would fade away (after about 30 mins of usage). It was also reported that the device was turning itself off. The pt used the device therapy every other day for about 3 hrs. Impedance measurements were normal. Pressing on the lead/extension connection did cause a slight change in the stimulation. The battery level was reported as good. Add'l info was requested to further clarify device problem and interventions performed. A f/u report will be sent if f/u info is rec'd.